Event description:
It was reported that after a procedure, the tip of the unit was discovered on the floor of the operating room.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.